Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between on (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. The cgm was showing "low" reading and alerting on (B)(6) and they checked her bg via a freestyle manual pricker that indicates "high" but would not give them specific number. The patient experienced dizziness, "woozy", headache. The patient was unable to self-treat since insulin pump was basing the insulin doses on the cgm readings. At 10:00 pm, child took the patient to the emergency room (ER) where she was treated with insulin IV and fluid and the bg readings were around 400-500 mg/dl. The patient was discharged in the morning the next day on (B)(6) 2026 (less than 24 hours). The vitals were stabilized and she was fine upon discharged. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.